Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient stated that she started on a replacement pump on april 5 and wanted to confirm that the pump settings were correct. The patient set up the pump based on the settings from her old pump. She reported a fasting blood glucose level of 69 mg/dl in the morning on april 6, ate breakfast at 5:50 am and took a bolus dose. At 8:30 am his blood glucose level was reportedly 32 mg/dl and she ate peanut butter and drank orange juice. When rechecking his blood glucose after the treatment she received a result of 103 mg/dl. At 10:45 am her blood glucose level was reportedly 72 mg/dl and she did not bolus or eat lunch at that time. At 2:45 pm her blood glucose was reportedly 34 mg/dl with symptoms of sweating. She ate peanut butter toast and had orange juice and rechecked her blood glucose with a reading of 73 mg/dl. Her blood glucose level was 103 mg/dl at the time of the call to animas. The patient also reports that a similar low blood glucose incident happened on april 4 in the morning when her blood glucose dropped in the 30 mg/dl range. She treated herself by consuming the same foods at that time. The basal settings were reviewed and deemed accurate. The insulin to carbohydrate (I:c) ratio setting was different than that in her old pump and the insulin on board (iob) feature was turned off. The customer support representative assisted to correct those settings and contact an hcp to confirm.